Manufacturer narrative:
It was reported a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a signal noise issue occurred. The issue of noisy signals is not MDR reportable since the risk to patient is low. On 11/28/2018, the complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. Initial visual analysis identified the ¿peek housing is cracked at transitional area approx 1.6 cm from distal tip. Internal parts exposed." This finding has been assessed as an MDR reportable malfunction. Device evaluation summary: the device was inspected, and the peek housing tip transition was found cracked with internal parts exposed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, an electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence in the tip area creating the temperature issue. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the peek housing tip transition damage cannot be determined. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. Manufacturer¿s ref #(B)(6).

Manufacturer narrative:
On (B)(6)2018 , the device history record (DHR) for the lot number 30067450m was reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30067450m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a signal noise issue occurred. It was reported that the mapping signal became noisy during the procedure. The catheter was exchanged to continue the procedure; however, it was reported the noise issue did not resolve. It is unclear how the procedure was completed. The issue of noisy signals is not MDR reportable since the risk to patient is low. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. On 11/28/2018, the complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. Initial visual analysis identified the ¿peek housing is cracked at transitional area approx 1.6 cm from distal tip. Internal parts exposed." This finding has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 11/28/2018 and has reassessed this complaint as reportable.